Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that they were not having any good luck with the lead staying attached as it moved and they had to go back to have to put the leads back in place a few times and had 3-4 surgery on leads with 4 surgery dates that were unknown. Patient also stated that the lead are currently in the right spot. Patient also reported that the device turned off on its own and that when they put the remote over it and pushes this and its like it rejuvenate. Patient further reported that they had two accidents and that the patient programmer was eating batteries. Patient has an upcoming appointment with their health care professional. No further complications were noted or anticipated. See already reported (B)(4): not feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The health care professional stated that the cause of the lead not staying attached was due to habitus and the lead of the lead and also that the device did not turn off. They also stated that the checked the device and it was functioning. No further complications were noted or anticipated.